Event description:
Patient's spouse called baxter technical assistance line to report the supply line spike fell out of a supply bag during the initial drain phase of therapy while using the homechoice machine. The pt went through the fill phase, into dwell 1/4, then discontinued therapy. Per the rn, no pt injury or medical intervention was associated with this incident.